Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump kept alarming power error every four hours. No further details were provided. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump was returned for low battery alarm and power error 25 confirmed in the long trace. Detailed trace analysis confirmed the pump alarmed low battery then alarmed 25 was triggered when the backup battery unloaded voltage (ul vlith) was less than 3.7 volts for consecutive 240 minutes due to non-sleep anomaly software error. Unit received with minor scratched lcd window, cracked case (battery tube), broken battery tube threads and cracked retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.